Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure an "e03 - console error" message was generated by the aquabeam robotic system. The error message was unable to be cleared after multiple troubleshooting steps were performed. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4) aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing was able to replicate the e03 error upon priming at 50% and 25% and e02 at 100% pump power. The e02/e03 errors prevented the system from initializing an aquablation simulation cycle. Additional analysis observed oil droplets on the encoder sensor was identified to be the main cause of the e02/e03 issues. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 20c00238 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified eight (8) other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults e02 - console error release foot pedal and click x. If error persists, turn off and turn on console. "E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.